Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/22/2014 with the following findings:the last basal delivery and the last bolus were delivered on 03/18/2014. The pump history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test. The pump was found to be operating within required specifications and delivering accurately. The display screen has a dim pinkish contrast and the screen is still able to be read. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump is malfunctioning. The reporter stated that the pump insulin is not delivered. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.